Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient presented to hospital with syncope. It was noted that the  right ventricular (rv) lead exhibited high thresholds and no capture. When revising the rv lead, there was difficulty unscrewing the rv lead. It was decided to cap the rv lead and replace it. No further patient complications have been reported as a result of this event.